Event description:
It was reported that during the procedure, the right atrial (ra) lead was inserted into the atrium and rotated twenty times; however, imaging did not reveal a w pattern. The lead was removed, and additional testing confirmed the same issue. Consequently, the lead was replaced with a new one to finalize the procedure. There were no reported adverse effects on the patient. The lead was received for product investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.